Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
No video image. There was no report of patient harm. The time of event is unknown. Not known for the exact date, we just know the year the complaint was sent in to manufacturer.

Manufacturer narrative:
Correction information: g6: follow up #2; h2:if follow-up, what type?; h3:device evaluated by manufacture. Additional information: h4:device manufacture date. Evaluation summary: "it is presumed that this event was caused by a failure in the imaging system due to long-term use (3 years) and a decrease in imaging capability. (No repair history) as for the cause of the deterioration of the imaging capability, it is thought that there are factors such as failure of the image sensor, damage to the ccd cable, breakage of the circuit pattern, etc., but we have not reached a conclusion.